Event description:
After an implantation period of approx. 81 months, it was reported that the device shows the eri status. The ICD remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on (B)(6) 2022 and 30 charging cycles were recorded in the devices memory. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.